Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level in the "high 400's mg/dl" and diabetic ketoacidosis. Subsequently, the customer was admitted to the hospital with a bg level of 601 mg/dl. Customer was treated with intravenous fluids, ice chips, and insulin. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Reportedly, the pump did not deliver insulin as intended. Contact alleged that "only a drop or two" of insulin was delivered during insulin delivery even after multiple supply changes. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.